Event description:
During a regular f/u, the device was found in nominal mode (i.e. Vvi mode).

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Method: since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: the switch to nominal mode (vvi mode, 70 min-1) was triggered by the physician in pressing the emergency button by mistake before the device was interrogated. This explains why the device was in vvi mode and not in ddd mode, as it was programmed at the previous f/u. See scanned pages.